Event description:
It was reported that the pt was not receiving adequate pain relief. The surgeon performed a catheter access procedure where the x-ray showed a kink in the catheter. The surgeon scheduled a revision surgery to examine the system and perform the necessary technique to obtain flow from the catheter. Upon opening the pocket, it was noted that the pump had been flipped (two of the pump securing sutures had broken and one remained intact). The flipping had caused the catheter to twist and kink, obstructing the flow. The pump was "untwisted" re-secured and flow was easily obtained and confirmed via catheter access port. The obstruction was resolved. No adverse pt effects were reported.

Manufacturer narrative:
The catheter was not explanted as the obstruction was resolved during the revision surgery. Since the catheter was not returned, a device eval could not be performed. (B)(4).